Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the ok keypad button has been sticking and requires several button presses to get it to spring back. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the pt wears the pump in her bra or a pocket.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.